Event description:
Doctor broke a screw in a pt's mandible. He ended up leaving the screw in the pt and plated around it. It was a 2.0 x 16mm self tapping bone screw. No adverse consequences.

Manufacturer narrative:
The product was not returned for investigation therefore, a metallurgical examination - indispensable in such cases - cannot be performed and the root cause of the fracture not determined. The complaint is added to the complaint trend. Potential root causes for screw breakages are referred to the mentioned risk analysis: bone was hard with resulting high torques. Drills and self tapping screws are available (lower insertion forces when predrilled). IFU contains a reference responsibility for adequate training and the experience in the choice and placement of implants rests by the surgeon.